Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that insulin pump had critical pump error. The blood glucose level was 72 mg/dl at the time of incident. The customer stated that display returned after restart but it show critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump was monitored and no blank display anomalies or critical pump error noted. Power connector plug in and locked in place properly. Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion and active current measurement. Insulin pump received with power supply test failed during self-test during self test and failed sleep current measurement due to corroded electronic assemblies.